Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging between 250-364mg/dl. A correction bolus was delivered and a manual injection was administered to address the bg levels. System check with tandem technical support indicated pump was performing as intended. The customer declined to remove their infusion set site and stated that the customer currently had insulin on board. During a follow-up, the customer's bg level was 299mg/dl and the contact declined an additional follow up.